Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to no delivery alarm. Customer's blood glucose reading is 160 mg/dl. During troubleshooting, manual prime is correct, insulin pump did not alarm no delivery. Nothing further reported.